Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2138700, model: sc-2138-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients ipg was not able to charge. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted scs system was not returned.